Manufacturer narrative:
The customer¿s reported complaint of the returned pump module alarming for air in the line was confirmed during the log review. However, testing failed to replicate a false air in line alarm during the investigation. The customer did not specify which device was suspect. Review of the pcu event log showed both lvp channel a (s/n (B)(4)) and lvp channel c (s/n (B)(4)) alarmed for air in line on the reported event day (B)(6) 2019. Lvp channel a (s/n (B)(4)) alarmed for air in line ten (10) times. Lvp c (s/n (B)(4)) alarmed for air in line four (4) times. Testing performed on the suspect pump modules¿ air detection systems found the devices were operating in specification. There were no anomalies observed during the inspection of the air in line assemblies. Customer did not provide the event administration sets for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer notified bd of an issue of air in line alarm. Although requested, there were no further details or information provided and no report of harm.